Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer was having enfit lopez valve connection issue with nasogastric tubes. Representative stated that becton dickinson enfit lopez valve is indicated to be used with enfit compatible nasogastric tubes. Using these with a percutaneous endoscopic gastrostomy feeding tube would be considered off-label use. If they were connecting the enfit lopez valve to a non-enfit device, they were considered incompatible and would not connect. The representative also stated that becton dickinson percutaneous endoscopic gastrostomy feeding tubes were discontinued in april, 2021. Boston scientific has almost a carbon copy of the percutaneous endoscopic gastrostomy tubes that becton dickinson discontinued and they also offer an enfit version. Representative recommended contacting boston scientific to get the percutaneous endoscopic gastrostomy devices that is enfit compatible.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "dimensions not designed correctly". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer was having enfit lopez valve connection issue with nasogastric tubes. Representative stated that becton dickinson enfit lopez valve is indicated to be used with enfit compatible nasogastric tubes. Using these with a percutaneous endoscopic gastrostomy feeding tube would be considered off-label use. If they were connecting the enfit lopez valve to a non-enfit device, they were considered incompatible and would not connect. And the representative also stated that becton dickinson percutaneous endoscopic gastrostomy feeding tubes were discontinued in april, 2021. Boston scientific has almost a carbon copy of the percutaneous endoscopic gastrostomy tubes that becton dickinson discontinued and they also offer an enfit version. Representative recommended contacting boston scientific to get the percutaneous endoscopic gastrostomy devices that is enfit compatible.